Event description:
It was reported that the tubing appeared "chewed" during use with a novum iq large volume pump. This was observed when taking down a sodium chloride infusion at 75ml/hr that had been running for approximately 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.